Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was in a sensor error state for over three hours. The patient began feeling nauseous and was vomiting. She tested her bg meter reading, which was high mg/dl. The patient was wearing a tandem insulin pump. The patient¿s husband brought her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 680 m/dl. The cgm was still not providing a cgm value. The patient was diagnosed with dka and treated with an IV insulin drip. The patient was discharged on (B)(6) 2025. She was ¿feeling better¿ at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No additional patient or event information is available.